Event description:
It was reported that the patient's blood glucose levels reached 51 mg/dl while wearing the pod longer than 48 hours. The patient was unresponsive so the parents gave them apple juice and shook them to wake them up. Once home from school the patient was given ice cream and received a bolus of insulin. The patient was also reported to be dizzy but ignored the symptoms because they wanted to play. No medical intervention was mentioned. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported unresponsiveness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.